Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "wait 10 minutes" error message on the adc freestyle libre 2 sensor after 11 days of wear. The customer reported becoming hypoglycemic and experienced symptoms described as ¿a lot of body heat and no forces in the body¿ and was unable to self-treat. The customer¿s husband treated her with oral glucose and yogurt with sugar. There was no report of death or permanent impairment associated with this event.